Manufacturer narrative:
To date, the device has not returned for evaluation and has been reported to acumed that it will not be returned. The majority of the screw remains buried in the bone and the head of the screw was discarded. Acumed conducted a health hazard evaluation (hhe). The result of the hhe was to initiate a class ii recall, res#99123.

Event description:
It was reported that the surgeon tried using 2.7 nl screw in the radius while using dorsal spanning plate. Screw head with 1-2 threads broke in half, leaving majority of screw buried in bone with head handed to back table to be discarded. The procedure was completed with the sugeon continuing on with other screw holes. There was no reported delay in surgery.